Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the knives were not sharp enough to use for the procedures. No patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A sample was not returned for this complaint; therefore visual inspection could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).